Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue. Balloon rupture. It was reported that the balloon ruptured at 15 atm. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon and crystallized contrast in the inflation lumen. The balloon was returned loosely folded. There were multiple kinks throughout the entire length of the shaft. There was no other damage noted to the balloon catheter. A new indeflator filled with water was used in an attempt to pressurize the balloon, but the balloon would not pressurize due to the crystallized contrast in the inflation lumen. The balloon catheter was left pressurized for a few hours to attempt to dissolve the crystallized contrast in the inflation lumen. After being left pressurized, the crystallized contrast dissolved to reveal a longitudinal rupture in the balloon. The rupture started at the distal taper of the balloon proximally for a length of 8 mm. There were scratches visible at the distal end of the rupture. Product performance engineering reviewed the incident info and analysis of the returned product, which is consistent with a rupture while in the pt anatomy. There was contrast in the inflation lumen, which is consistent with preparation of the product. The balloon was loosely folded. An attempt was made to pressurize the balloon catheter; however, due to the crystallized contrast, the balloon would not inflate. The catheter was left pressurized for a few hours to dissolve the contrast. A rupture was noted in the distal taper of the balloon for a length of 8 mm, confirming the balloon rupture. Here were scratches visible at the distal end of the rupture. Balloon ruptures can occur as a result of mfg deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the balloon ruptured at 15 atm, which is above the rated burst pressure (rbp) of 14 atm. It should be noted in the otw voyager instructions for use it states: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization. The pt's anatomical info was not provided with the case description, which may have aided the eval. It is possible that the balloon material was damaged during interaction with the anatomy such that the balloon ruptured during inflation. Analysis noted multiple kinks throughout the entire length of the catheter. Since this damage was not reported in the incident info, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.